Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion (pbd) due to the device giving a bd error code. A new device was implanted. No additional patient effects were reported.